Event description:
It was reported the patient was ¿great¿ doing the trial. The patient stated ¿aside from the fact that I felt drugged in which they assured me I wouldn't have that right above because it does not travel through my body.¿ the patient indicated they ¿went through the trial, that was fantastic.¿ the device was delivering baclofen. Additional information has been requested, but was not available as of the date of this report.

Event description:
It was further reported that the physician had seen the patient on (B)(6), 2013 and there were no current issues.

Manufacturer narrative:
(B)(4).